Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged bad nightmares, red eyes, breathing problem. The device was returned, and manufacturer could not confirm bad nightmares, red eyes, breathing problem. Evidence of foam particles in the blower box was observed during device evaluation.